Event description:
It was reported that a patient received a minicap with a protruding sponge. This was discovered before use; however, the patient still used the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates - it was reported that the event occurred about a month before the date of the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.